Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of insulin flow blocked alarm. The customer's blood glucose reading was unknown. The customer received a second alert where the pump shut off and rewound. The call was disconnected. The insulin pump was not returned for analysis.